Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, 2 mitraclips were successfully implanted. The mr was reduced to grade 1 post procedure. On approximately (B)(6) 2026, a flail was noted lateral to the second clip in transesophageal echocardiogram (tee). Recurrent mr of grade 3-4 was reported. On (B)(6) 2026, a re-interventional procedure was performed. A mitraclip was implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.